Manufacturer narrative:
On 19-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and while the device was inside the patient the physician noticed that the catheter was physically damaged. The physician saw a plastic on the tip of the catheter. There was material embedded on the device. The physician forcibly removed the plastic but for the patient's safety he changed the catheter. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the device was cut off. No other damage other damage or anomalies were observed. According to the picture provided by the customer, a plastic-like material was observed; however, the foreign material and pebax were not returned for further investigation. A manufacturing record evaluation was performed for the finished device 31314580l number, and no internal actions related to the reported complaint condition were identified. Since no pebax or foreign material was returned, further investigation could not be performed; therefore, the customer complaint could not be confirmed during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The tip cut condition could be related to a bad practice of the hospital to identify the complaint catheters as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-nov-2024, the product investigation received an update to its h6 investigation conclusion code. D17 appropriate term/code not available no longer applies. D15 cause not established has been applied instead. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date and manufacture date were currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and while the device was inside the patient the physician noticed that the catheter was physically damaged. The physician saw a plastic on the tip of the catheter. There was material embedded on the device. The physician forcibly removed the plastic but for the patient's safety he changed the catheter. The procedure continued. No patient consequences were reported.